Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2367, which occurred on the homechoice pro during use during dwell 5 of 5. The alarm was cleared by the caregiver (cg). The baxter technical service representative (tsr) had the cg review the alarm log and a se 2240 (air in set) occurred prior to the se 2367. The tsr explained the alarm and the possible reasons for the alarm to occur. Since the patient was connected at the time of the alarm the tsr advised the cg to call the registered nurse (rn) to let the rn know about the air detect alarm. The tsr reviewed the proper procedures per the user manual with the cg. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn stated, the cg did not make them aware of the alarm and that as far as they knew the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).